Event description:
This is an adverse event recorded in the (B)(6) registry. Patient is a (B)(6) female with barrett's containing high-grade dysplasia. The patient had a prior stricture noted 7 years prior to treatment. Patient was also on warfarin so was at a risk for bleeding. Treated with circumferential ablation with good effect, yet a small area was bleeding after treatment. This was clipped and stopped without adverse sequelae. No bleeding event recurred. The physician graded the severity of bleeding as mild, relationship to procedure as definite, and not related to any device malfunction.